Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation pulsed field ablation faradrive steerable sheath was selected for use. It has been mentioned that during the preparation of the sheath air ingress occurred through the hemostatic valve. The sheath was replaced with new to complete the procedure. No patient complications occurred. The product is expected to return for analysis. It was further reported that the sheath was not inserted inside the patient. No fluid leak was seen.

Event description:
It was reported that during the atrial fibrillation pulsed field ablation faradrive steerable sheath was selected for use. It has been mentioned that during the preparation of the sheath air ingress occurred through the hemostatic valve. The sheath was replaced with new to complete the procedure. No patient complications occurred. The product was received for analysis. It was further reported that the sheath was not inserted inside the patient. No fluid leak was seen.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Boston scientifics investigation determined the tears in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.